Manufacturer narrative:
Concomitant medical devices: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37712,serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported via the manufacturer representative that they had mechanical irritation at the implant site. The patient is very thin and the implant will be surgically revised and placed under muscle. The revision surgery was scheduled for (B)(6) 2015. No device issues reported. If additional information is received a follow-up report will be sent.